Event description:
It was reported to boston scientific corporation that a advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced infections, pain, dyspareunia, urinary problems and other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.